Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had alarmed self-test failed. Customer was assisted with alarm troubleshooting. Customer's blood glucose level was 167mg/dl at the time of incident. Customer stated that alarm did not occur during rewind/prime sequence but failed self-test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with an alarm during self-test and unable communicate to glucose sensor simulator or verify lost sensor alarm due to faulty radio frequency board. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.